Event description:
Article: experience in therapy of proximal humeral fractures using intramedullary nail (polarus 3); koichiro, nakanishi; yoshihisa, anraku; yashujiro, chchmi; suguru, ando; yoshikazu, takeishi; masashi, kawakawa; kazuhiko, muto; and michunobu, yonemura; orthopedics and traumatology 67 (3) 575 - 578, 2018. Case 1: patient experienced screw back out post op following implantation of a polarus 3 nail. The patient did not experience any increase in transposition or pain so no intervention was required.